Manufacturer narrative:
Correction: initial reporter name and address: (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion from improper handling: the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image" users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Service repair performed an evaluation. The device was dried to make sure no wet electrical contacts inside the device. The device was tested and service noted that the error e315 was not confirmed . Furthermore, the following findings during device evaluation was noted below : the d angle was tight (torque was 78cn. M and the standard is 69cn. M); u angle was tight (torque was 74cn. M and the standard is 69cn. M). The angles were insufficient . The angles had big play. The key top of switch 2 was worn out. The leakage check label discolored and had been replaced; the eto valve had no leakage. Based on evaluation findings, the customer reported issue was not able to be confirmed as the e315 error was not observed during evaluation and testing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of device showed an error e315 found during reprocessing. The facility completed the case (enteroscopy) with the same device with no more than fifteen minutes delay in the procedure. There was no patient harm or injury reported due to the event. No user injury reported.